Event description:
It was reported that the patient had a cyst on the tip of the catheter (inflammatory mass) in 2011. They performed a dye study, and the medication would gather up in a cyst-like area, then it would disperse out. The mass disappeared 2 years later in 2013.

Manufacturer narrative:
Concomitant product: product ID 8709, serial # (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4)